Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the insertable cardiac monitor exhibited undersensing. Programming changes were implemented. The patient was in stable condition before, during and after the check.

Manufacturer narrative:
The reported complaint of false pause episodes was confirmed. The cause of these episodes was small r wave amplitudes. False episodes persisted after programming r-wave sensing max sensitivity to the most sensitive level due to extremely small r wave amplitude. The device is performed as designed and there is no malfunction suspected.